Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2008. (B)(4) submitted for the adverse event which occurred on (B)(6) 2008.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2008. It was reported that the patient underwent revision surgery on (B)(6) 2008. It was reported that the patient experienced severe and chronic abdominal pain/discomfort, inflammation, dense adhesions, adhesions to small bowel, infection, seroma, fistula, small bowel obstruction, eviscerated small bowel and enterotomies due to adhesions/drainage. No additional information was provided.